Manufacturer narrative:
Subject device was returned for evaluation. Visual assessment of the drill confirmed the failure mode of ¿broken tip.¿ drill head has broken from the shaft. The flex cut portion of the shaft is slightly uncoiled consistent with running the drill in reverse. Instructions for use (IFU) state: ¿never use the drill in reverse rotation. Only use the drill in forward rotation. Using the drill in reverse rotation may result in patient injury and/or failure of the instrument. Per results of the investigation, the root cause was determined to be ¿user error¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament (acl) procedure utilizing clancy flexible drill, 4.5mm, it was reported that the tip broke inside of the patient. It was reported that the surgeon could have used the subject device in reverse instead of forward. It was reported there was a five (5) minute delay and that the fragment was removed from the patient with graspers. It was reported a backup was available, but there is no indication as to whether it was used to complete the procedure. (B)(4).